Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the procedure, before the lead was inserted into the patient's body, the helix of the lead was unable to be extended. A different lead was used. No patient complications have been reported as a result of this event.